Manufacturer narrative:
(B)(4). Please see MFR # 3012307300-2018-02254 for related device incident.

Event description:
It was reported that a patient was burned on his foot after use of a convective warming system and body blanket. The system was set at 44°c during intervention (duration not available). No additional patient details were provided.

Manufacturer narrative:
(Reported burn to the patient with no indication of degree of burn nor was there reported intervention. The event does not meet the definition of a reportable serious injury as the event was not life- threatening; the event did not result in the permanent impairment of a body function or structure; and no intervention was required to preclude serious impairment of a body structure or function. However, the hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur.)

Manufacturer narrative:
Evaluation summary: one level one equator blower was received in used condition with a power cord, but no hose or warming blanket were returned with the product. Upon incoming inspection, it was observed the green outer covering on the power on membrane switch was missing and exposing the material underneath. However, this did not affect device performance. Display accuracy was checked and verified with three different settings. Over temperature and occlusion tests were performed and the device appeared to be operating as intended and all temperature readings were within appropriate tolerance. In addition, all relevant documents for the swu warming blanket, listed as a concomitant on the report, were reviewed and deemed adequate and correct with respect to investigation activities. Based on the evidence and testing, the reported problem was not confirmed.